Event description:
The physician was attempting to deploy a 2.25mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the cx with little calcification, moderate tortuosity and 90% stenosis before pre-dilatation and 85% after pre-dilatation. It was reported that the lesion was pre dilated, however, the stent could not cross the lesion. The guiding catheter was changed and double guide wires were used as support but the stent still could not cross the lesion. The stent was removed from the patient and it was noted to be damaged. The lesion was pre dilated and a bare metal stent was used. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared. The proximal and distal balloon pillow folds were partially opened and disturbed. A number of proximal and distal stent segments were pinched and flattened. A number of struts were partially raised and deformed

Manufacturer narrative:
Results: failure to deliver stent and stent deformation, patient lesion morphology, use of force. Conclusion: patient lesion morphology, use of force. (B)(4).